Event description:
Reporter alleged the blood glucose monitoring device generated a result prior to the test strip dosed with blood or control solution. Customer stated 480 & 375 mg/dl were examples of readings for un-dosed results. As a result of the readings, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.